Manufacturer narrative:
Continuation of concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the patient's migrated lead (left lead) was revised on (B)(6) 2018-. It was reported that the lead was repositioned to give the patient better stimulation coverage. The patient's system was turned on post-revision and the patient was satisfied with their stimulation and outcome. Nothing else was reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient noticed a change in their pain relief. X-rays were reviewed and their left lead had migrated so the tips were located at the t10/t11 disc space. The patient was unaware of anything specific that may have caused the lead migration and denies having any falls. The patient was reprogrammed with a wide pulse width to try and maximize coverage. It was unknown if the issue had been resolved and unknown if surgical intervention was planned. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.